Manufacturer narrative:
Concomitant medical devices: 507652 lead, implanted (B)(6) 2007.

Event description:
It was reported that a remote monitoring transmission was sent due to the patient experiencing weakness. Occasional p-wave undersensing was noted on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.